Manufacturer narrative:
(B)(4). Complaint conclusion: as reported, bleeding was confirmed after a 7f exoseal vascular closure device (vcd) plug was deployed due to vascular injury, possibly a perforation. A stent was implanted. The patient was a (B)(6) female, height and weight was unknown. The target lesion was the unknown. The lesion was not calcified and tortuous. The rate of stenosis was unknown. After aneurysm embolization, a 7f exoseal vcd was used for hemostasis. The exoseal was inserted into an unknown sheath introducer (8fr short sheath). An unknown approach was made. The physician achieved certification on the use of the exoseal. Femoral artery suitability and the angle of access were unknown. The femoral site was not previously closed and did not have any pre-existing conditions. The vcd showed no visible signs of damage and was prepped according to IFU instructions. It is unknown if there was resistance/friction experienced as the vcd was advanced through the sheath, or if the sheath locked properly against the cowling. However, an audible ¿click¿ was heard. The pgm plug was placed, however it was unknown if it was deployed without issue. It is unknown if the device was removed 1-2 seconds after depressing the button. After placement, hemostasis was achieved with the exoseal. Pulsatile bleeding was not noted after the exoseal was removed. It is unknown if oozing/hematoma were noted, or if multiple stick attempts were made in the procedure. Alter the procedure, the patient was sent back to her bedroom and CT was checked for vitals. However, bleed was confirmed from the iliac artery. It was reported that there was a vascular injury, possibility of a perforation. It is unknown how long after plug deployment that the bleeding was noted. The patient¿s blood pressure and act were unknown. The patient activity was unknown. Therefore, stenting was performed with an unknown stent in an unknown vessel. The product was clinically used. The device was not returned for analysis. A device history record (DHR) review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 17345785 revealed no anomalies during this lot manufacturing and inspection processes that can be associated with the reported complaint. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site bleeds are a common procedural complication and are frequently related to stick technique, appropriate device selection, anticoagulation, blood pressure and/or discomfort during and after the procedure. It was reported that an 8f short sheath was used with a 7f exoseal. According to the IFU, ¿the french size of the exoseal vcd must correspond to the french size of the vascular sheath introducer in use.¿ procedural (8f sheath used with 7f exoseal) and/or pharmacological factors are likely contributing factors of the bleeding reported. Also, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation are possible root causes of bleeding formations after use of the exoseal. A vascular injury of the access site, such as perforation, may indicate that multiple punctures were made to the femoral artery while attempting to access it with a sheath. This also could result in blood slowly oozing into the adipose tissue and/or the access site. Without information on the cause of the vascular injury, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, bleeding was confirmed after a 7f exoseal vascular closure device (vcd) plug was deployed due to vascular injury, possibly a perforation. A stent was implanted. The device will not be returned for analysis. The patient was a (B)(6) female, height and weight was unknown. The target lesion was the unknown. The lesion was not calcified and tortuous. The rate of stenosis was unknown. After aneurysm embolization, a 7f exoseal vcd was used for hemostasis. The exoseal was inserted into an unknown sheath introducer (8fr short sheath). An unknown approach was made. The physician achieved certification on the use of the exoseal. Femoral artery suitability and the angle of access were unknown. The femoral site was not previously closed and did not have any pre-existing conditions. The vcd showed no visible signs of damage and was prepped according to IFU instructions. It is unknown if there was resistance/friction experienced as the vcd was advanced through the sheath, or if the sheath locked properly against the cowling. However, an audible "click" was heard. The pgm plug was placed, however it was unknown if it was deployed without issue. It is unknown if the device was removed 1-2 seconds after depressing the button. After placement, hemostasis was achieved with the exoseal. Pulsatile bleeding was not noted after the exoseal was removed. It is unknown if oozing/hematoma were noted, or if multiple stick attempts were made in the procedure. Alter the procedure, the patient was sent back to her bedroom and CT was checked for vitals. However, bleed was confirmed from the iliac artery. It was reported that there was a vascular injury, possibility of a perforation. It is unknown how long after plug deployment that the bleeding was noted. The patient's blood pressure and act were unknown. The patient activity was unknown. Therefore, stenting was performed with an unknown stent in an unknown vessel. The product was clinically used.